Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june 30, 2017. [1007713 e2013025 may 2019 quarterly supp for jul 2017 bimonthly pah.xlsx].

Event description:
N/a.

Manufacturer narrative:
July 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code pah is 8. Qty 1- ajust adjustable single incision sling (5-pack) qty 7- ajust adjustable single incision sling (single) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
July 2017 bimonthly asr report.